Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was 77 mg/dl at the time of incident. Customer reports they were unable to clear the alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.